Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime/compromised force sensor system test and excessive no delivery test. No unexpected no delivery alarm noted during testing. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the dat test at 0.08785 inches. Unit was received with cracked reservoir tube lip.

Event description:
It was reported that the customer experienced high blood glucose and was hospitalized, with blood glucose reading "hi" in the meter at the time of the incident. The customer's blood glucose level at the time of the call was unknown. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer and their physician claimed that the pump was not delivering basal insulin. The bolus does not work properly. The insulin pump will be returned for analysis.